Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: saurabh s, anurag t, shaiwal s, harshit p. Analysis of rate of early implant related complications in fnf osteosynthesis using the femoral neck system: an institutional based study. International journal of life sciences, biotechnology and pharma research vol. 14, no. 1, january 2025. Doi: 10.69605/ijlbpr_14.1.2025.169. Objective/methods/study data: the aim of this present study was to analyze rate of early implant-related complications in fnf osteosynthesis using the femoral neck system. A total of 50 patients (29 male and 21 female) with a mean age of 48.2 treated with femoral neck system (fns) were included in the study. Patients follow-up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 2) 1 non-union. No intervention mentioned. 1 avascular necrosis. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - nail head elements: fns antirotation (qty 2) 2 implant cutout. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - plates: fns (qty 2) 1 implant breakage. No intervention mentioned. 1 peri-implant fractures. No intervention mentioned.